Event description:
It was reported by service report that the brake set indicator was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake indicator switch bracket was bent.